Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Insulin was added to the cartridge and was reloaded to resolve the issue. Additionally, the customer experienced elevated blood glucose (bg) of 530mg/dl and low blood glucose level (value not provided). High bg was treated with manual injection and boluses via the pump. Customer declined to provide additional information regarding low bg.